Event description:
It was reported that after the spinal cord stimulator (scs) implant procedure the patient experienced a stroke about two weeks after implant. The patient was hospitalized. It is not clear of the event was device or procedure related. The patient is currently in rehabilitation. No additional information has been provided.